Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient representative reported unknown side capsular contracture baker grade unknown and concerned about the recall. Device status unknown.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b6, d4, h6.

Event description:
Patient representative reported unknown side capsular contracture baker grade unknown and concerned about the recall. Patient representative later reported patient was diagnosed with suspected device rupture, bilateral capsular contracture and "double bubble" with increasing pain, induration, as well as device deformation and folding. Device remains implanted.

Event description:
Left side capsular contracture baker grade unknown.